Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the pilot valve is not shifting. Associated malfunction for this device: power switch no audible alarm, pe valve sticking.